Manufacturer narrative:
The impacted product was received by the failure analysis lab on 2/1/2020. The investigation of the returned device was completed by the failure analysis lab on 2/10/2020. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual inspection of the device, it was found to be ruptured. It is possible the rupture was caused by the stress placed on the shell due to capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/20/2020. The explant date has been updated to (B)(6) 2019. D7 has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The baker grade of the capsular contracture reported was IV. An explant is scheduled for (B)(6) 2019. 2. Is other serious- uncheck 2. Is required intervention- check since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: baker's grade IV capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: mentor smooth round high profile 630cc saline prosthesis, catalog #3503630, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent breast augmentation revision with a mentor smooth round high profile 630cc saline prosthesis experienced right sided capsular contracture (baker¿s grade unknown). The prosthesis was lifted, painful, and hard. Future explant is indicated; however, mentor has received no information regarding an expected explantation date.